Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional hernia. It was reported that after the underlay implant, the patient experienced hernia recurrence, enterotomy, scarring, loss of abdominal domain, scar tissue, mesh rolled inward causing small bowel obstruction and adhesions. Post-operative patient treatment included exploratory laparotomy, repair of enterotomy, mesh removal surgery, hernia repair surgery with mesh, admission to hospital, repair of unavoidable enterotomy, primary closure, segmental small bowel resection, bilateral rectus advancement flaps, and extensive lysis of adhesions.